Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 40 mg/dl. She treated her low blood glucose level with glucose tabs. The customer stated she received a low battery alert from her insulin pump, but she was unable to remove the battery cap to change the battery. She received an off no power alarm from her insulin pump shortly after that. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had stripped battery cap at coin slot area, cracked reservoir tube lip, and minor scratched lcd window.